Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presents a temperature setting problem, the temperature could not be settled more than 25° c. There is unknown patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Unit looks to be in used condition, no cracks or damages visible. Functional testing was performed. Customer stated problem could not be confirmed. Device is working as expected. Three-hour long-term test was performed. No problem found. Electrical safety and functional test passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.